Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information can be obtained.